Event description:
IV therapy completed 1/3/97. When attempting to d/c midclavicular catheter, unable to remove more than 6 3/4". Pt was then medicated with xanax 1mg, procardia 10mg sl. Warm compresses applied to affected arm. Still unable to remove. 1/4/97 2-3cm more withdrawn after xanax po eisl procardia). 1/4/97 1430 - removed another 2cm. 28 cm of 55 cm. 1/5/97 after flexeril, coumadin - 2 more cm withdrawn. Seen by physician 1/6 am. Surgical intervention required to remove catheter. Per attending physician, surgeon states "there is still a piece of the catheter in his arm."